Manufacturer narrative:
Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: one (1) unopened package of an unused unit from catalog c4605s, cusa excel 23khz macrotip corresponding to fg lot # 1152049 was received for evaluation in its original package. The unit was received completely and acceptably sealed. Upon inspection, two (2) foreign matters were observed inside the outer tray. No foreign matters were observed inside the inner tray which is the one that encloses the tip and flue components. During the inspection, it was observed that the foreign matters were two (2) small loose particulates color black. The black particles were compared with tappi¿s dirt chart finding it similar to the tappi¿s dirt dot with dimension 0.10mm2 and 0.09mm2. Device history record (DHR) of the finished goods (fg) lot # 1152049 was reviewed. The DHR review was focused on the packaging and sterilization process. No reject was reported during the cleaning operation of this fg lot and no reject was reported during the tip packs operation of this fg lot according to the DHR review. No other complaints have been reported for fg lot #1152049 regarding ¿foreign matter¿ or any other condition. Upon review of integra¿s complaint system from april 29, 2014 ¿ april 29, 2016, a total of five (5) complaints (including the investigation under this report) related to ¿foreign matter¿ for cusa tips and flues products have been reported. Approximately 145,412 units have been released for distribution since april 29, 2014 ¿ april 29, 2016, resulting in a complaint occurrence rate of approximately 0.00003439. No assignable causes that could be associated to the manufacturing process were determined based on the review of the DHR, CAPA's and ncr's history. In addition, process controls are in place to detect the reported condition. Based on the evaluation of the returned unit thee black particles were compared with tappi¿s dirt chart finding it similar to the tappi¿s dirt dot with dimension 0.10mm2 and 0.09mm2 . These dimensions are not greater than the dimension (0.10mm2) established as an acceptable.

Event description:
At the incoming inspection of goods by the distributor, some foreign materials inside the unopened package was found. No patient involvement.